Event description:
This was a craniotomy procedure. A fire broke out somewhere around a bag made of nonwoven fabric, a metal suction and an electrosurgical pencil attached to a nonwoven fabric sheet used to cover the pt. After 20 minutes of skin section, the dr felt heat around the pt's shoulder and found a fire at the bag. He immediately poured water over the area, but failed to put it out. Then upon uncovering the nonwoven sheet, a flare came up and had to be put out by an extinguisher. The pt suffered a level 3 burn to his face, severer than a blister.